Event description:
It was reported that this patient received inappropriate shocks, due to a rapid ventricular response of the atrial fibrillation (af) rhythm, that the patient was experiencing. Each shock successfully converted the af and the ventricular rhythm. However, after several seconds, the atrial and ventricular rhythms sped back up. This happened until all therapy was exhausted. Programming optimization was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.